Event description:
A facility nurse contacted fresenius technical support to report that the liberty select cycler experienced multiple air detected in cassette warnings during dwell 4 of 4 and treatment was cancelled. After treatment was cancelled an unspecified fluid leak discovered on the floor. Fluid was not discovered in the pump module area or on the external of the cassette. Additionally, the line connections were securely connected. The cassette used by the patient was is not available for return for physical evaluation by the manufacturer. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A facility nurse contacted fresenius technical support to report that the liberty select cycler experienced multiple air detected in cassette warnings during dwell 4 of 4 and treatment was cancelled. After treatment was cancelled an unspecified fluid leak discovered on the floor. Fluid was not discovered in the pump module area or on the external of the cassette. Additionally, the line connections were securely connected. The cassette used by the patient was is not available for return for physical evaluation by the manufacturer. Additional information was requested, however to date has not been provided.